Event description:
It was reported via repair work order that the side rail will not latch in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.